Event description:
Following successful implant of two s7 stents in the circumflex coronary arter, a 3.5mm diameter by 9mm length bestent2 stent delivery system was inserted for treatment of a lesion in the left main coronary artery. A total of two bestent2 stents were successfully implanted in the left main coronary artery. It was reported that three days after the stents were implanted, the stents had developed thrombus and occluded the artery. The occlusion was treated with balloon angioplasty, anticoagulants and platelet inhibitors. The artery was successfully revascularized and the patient was reported to be fine post procedure. There was no conclusive reason why the "stents had thrombosed".